Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge and had not received any further alarms. The customer's blood glucose level was in the 100 mg/dl range and a bolus of insulin was delivered.